Event description:
The customer reported that they received multiple alarms on a spectra machine. Patient information is not available at this time. This report is being filed in response to customer filing a medwatch report.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
.

Event description:
Per the customer, the issue was noted prior to connecting a patient, therefore no patient information is available for this event.

Manufacturer narrative:
Investigation: the alarms that the customer received were 'monitor communication' and 'error signal' alarms. Terumo bct technician evaluated the device and could not duplicate the reported condition. The access pressure sensor and voltages and leakages were verified. A saline run was completed with no problems found. A one year review of the service history for this device was performed and no issues were found that would be related to the reported condition. Root cause: a definitive root cause could not be determined. Potential causes of the alarms include an open error line on the processor cca, excessive noise on the communication line, a defective microprocessor chip or static electric discharge, a faulty cca and a defective prom. There is no safety issue associated with the reported condition as the device alarmed as designed. The device failed safe and is now operational. No additional reports have been received for this device regarding the reported condition.